Event description:
It was reported that upon interrogation, the device was in hw reset mode. It was recommended that the patient be placed on external monitoring for defibrillation support. The device remains implanted, as the patient declined getting a device changeout.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.